Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2017 and a barbed suture was used. During the procedure, the suture was broken when pulling the suture after placing one back stitch at the end of suturing. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/6/2018 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.